Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. To date, intervention has yet to be performed to treat the failing surgical valve. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve is failing after nine (9) years, ten (10) months due to dysfunction from stenosis. The patient is being worked up for valve-in-valve intervention, but the procedure has yet to be scheduled. No additional details were provided.

Manufacturer narrative:
It was learned that this patient has expired. The valve-in-valve procedure was not performed. The cause of death is unknown. There has been no allegation that the edwards product caused or contributed to the patient's death. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.